Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient had a loss of effective therapy and the health care provider (hcp) wanted the pump changed. A dye study was completed prior to the replacement was the catheter was found to be functional and working. It was also indicated a rotor study had been performed which showed the pump to be working. The outcome to the patient was listed as no injury and the patient reportedly recovered without sequela. The device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.